Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother that customer experienced high blood glucose of 400 mg/dl. Customer also reported that they had air bubbles in tubing during therapy which was of 1 cm size. Customer¿s current blood glucose was not given. Product will not be return for analysis.